Manufacturer narrative:
No physical sample was returned for evaluation; however, photos were received. During visual evaluation of the pictures, an opening was noted on the left side of the vinyl, at the edge of the urine meter connector. The opening was located on the left side, at the lower flange. The reported issue was confirmed with an unknown cause. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product number is unknown, the event description suggests that the device corresponds to the urine meter family. The instructions for use states the following: "warning: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." (B)(4). Photo sample only received.

Event description:
It was reported that the drain bag was leaking from the plastic seal. As a result, it was alleged that the patient experienced a urinary tract infection that was treated with an antibiotic.